Manufacturer narrative:
A review of the complaint history, device history record, drawing, manufacturing instructions, quality control, trends, and visual inspection of the returned device was conducted during the investigation. An inspection of unused product was also initiated during the investigation. A dilator from a flexor check-flo introducer device was returned, as well as 6 unopened, unused flexor check-flo introducer devices from the same lot. Only the dilator of the used complaint device was returned. For the opened complaint device, the hub was found to be separated from the shaft of the dilator and biomatter was present. The dm indicated that the failure occurred during preparation and the device did not make patient contact. The biomatter could be from the doctors hands, an operating tray, etc. The complaint device will be confirmed as prior to use based on customer testimony. During visual inspection of the dilator tubing, the flare did not appear to be manufactured to specification (too small). The proximal fittings for the dilators from the 6 unopened, unused devices were disassembled, so that the flares could be visually inspected. All of the flares were found to be of adequate size. When comparing attached images, it is evident that the flare on the opened complaint device was not manufactured to specification. Since the flares for the unopened, unused devices were manufactured to specification, the complaint was only confirmed for the opened device the device history record was reviewed and no nonconformances were noted. The device history record for the subassembly lots were reviewed and nonconformances were noted. One device was scrapped for a split in the flare of a sheath. And three dilators were scrapped for insufficient/irregular coverage of hydrophilic coating on the tip and 3 dilators were scrapped for holes caused by the hydrophilic coating occluder. These nonconformances are not related to the failure mode of the complaint device. A complaint database search revealed this complaint to be the only reported complaint associated to the (B)(4). From 01jan2014 - 27feb2017, there have been 12 additional complaints in which the flare of the dilator from a kcfw-12.0-35-45-rb-hfanl0[1]-hc device was found to be manufactured out of specification. We have notified the appropriate personnel of this event and will continue to monitor for similar complaints.

Event description:
There was no patient involved. The event happened at the preparation.

Manufacturer narrative:
(B)(4). The reported device has been received, an evaluation is in progress.

Event description:
It as reported the valve at the end of the flexor high-flex ansel guiding sheath broke off. No additional details have been received.